Event description:
It was reported that eight hours after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient had no movement on his right side and was unable to talk. It was noted that the symptoms resolved within an hour of onset and the patient was back to baseline. The following morning, the patient experienced a second stroke event causing significant neurological deficiencies. A thrombectomy was performed. The patient expired later the same day. The cause of the reported failure is unknown at this time, and it is unclear whether it was related to procedural issues, patient resistance or non-compliance to dual antiplatelet medication, or a silk road medical device failure. Therefore, the event will be reported out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.